Event description:
It was originally reported that the device was misfiring. Upon preliminary eval on 04/04/07, the device was found to have a broken tip, causing straight shots.

Manufacturer narrative:
The subject product was evaluated and was found to produce straight shots due to a broken tip. It appeared that the device had been exposed to some type of excess stress causing the tip to break.